Event description:
The manufacturer received information in relation to a dreamstation auto CPAP device. The patient has alleged asthma (new or worsening). Medical intervention was not specified. The device was returned to a third-party service center. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box d: material number, catalog number and product UDI was updated/corrected. In box h: remedial action init and recall (z) number was updated.